Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl). Customer administered a manual injection to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Review of pump history showed multiple incomplete bolus alerts. Customer reported that they received the alerts because they did not complete the bolus request within the given time when they were trying to program a bolus. Reportedly, customer believed that this contributed to their elevated bg levels. Tandem technical support educated the customer on what the incomplete bolus alert is and how to avoid receiving the alert. Recommendation was made to consult with their health care provider to discuss diabetes management.